Event description:
The manufacturer received information alleging a trilogy ev300 device failed final test, active exhalation verification. There was no allegation of patient harm. The device was not in patient use. During the evaluation of the trilogy ev300 device at a service center, the customer's complaint was confirmed as the device again failed a test step during testing. The technician replaced the proportional valve (aecm) and 3-way solenoid valve to address the issue. A preliminary diagnostic test was conducted and passed successfully. The technician then proceeded with the final verification test, which also passed without issue. The unit has been returned to the customer.

Manufacturer narrative:
The reported failure of active exhalation verification test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.